Event description:
Follow up information received from the healthcare provider (hcp) reported that the cause of the implant being skewed and difficulty recharging was that the patient reported the charging vest was charging but the voltage indicator was not increasing. To help resolve the issue the patient spoke with a manufacturer representative (rep) who gave support, with no further complaints from the patient. However, the root cause of the difficulty connecting the leads to the ins was undetermined.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Information references the main component of the system, other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that there was a difficulty recharging. The patient was able to maintain a charge but "feels it was not going as well as it could be"; the issue was regarding the left system. The consumer stated that the antenna needed to be pressed to the patient's chest in order to achieve 6 coupling boxes and it takes 45 minutes to go from 75% to 100% charge level. Recharging best practices and the typical recharging time were reviewed. When inquired if there were any implantable neurostimulator (ins) pocket issues, it as stated that the ins was "askew" because of the wires. The health care provider (hcp) told the consumer and/or patient that "he had to do some engineering to connect the wires to the new ins and the patient had a lot of scar tissue". It was unknown where the scar tissue was located. It was confirmed that there were no falls related to the issue.

Manufacturer narrative:
Concomitant product: product ID 37612, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. The main component of the system, other applicable components are: product ID 3389-40, lot # j0410745v, implanted: (B)(6) 2004, product type lead; product ID 3389-40, lot # j0110949v, implanted: (B)(6) 2001, product type lead; product ID 3389-40, lot # l80760, implanted: (B)(6) 2000, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.